Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital for unrelated issues showing oversensing on the ventricular channel and loss of capture. Patient was asymptomatic. Programming changes were made. Patient experienced no adverse consequences from the event. Device remains implanted.